Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2021-03695. All available information has been consolidated into this report. Device evaluation: visual analysis of the returned device identified: a curved opening on radius, underweight, and fold creases. A microscopic analysis was performed which identified: a crease sharp opening on radius, stress marks, and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.